Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a rate fault reset could not be explained. -the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device.

Event description:
Boston scientific crm received information that this pacemaker was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.